Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to inspect and clean areas of the pump and ensure correct cartridge installation. The customer successfully completed the load process and resumed insulin.